Event description:
Covidien service center received a report of an audio failure. No report of pt involvement received.

Manufacturer narrative:
Covidien eval found low volume of audio alarms. The unit has been returned to the MFR for eval.